Event description:
It was reported that chest x-ray revealed the atrial lead was dislodged. Device interrogation revealed the atrial lead was inappropriately pacing the ventricle. The physician elected to explant and replace the atrial lead. The patient condition was stable.